Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that fourteen months after the implant of this transcatheter bioprosthetic valve, the patient was admitted to the hospital for increased shortness of breath (sob), that was treated with medications. A cardiac catheterization and a transesophageal echocardiogram were performed and indicated moderate aortic insufficiency, and a decrease in ejection fraction. Another transcatheter bioprosthetic valve and a permanent pacemaker were successfully implanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received and has been added to this report. If information is provided in the future, a supplemental report will be issued.